Event description:
Information received via a healthcare professional (hcp) from a clinical study reported via a representative that the patient had a loss of stimulation feeling, even when increasing the amplitude. After checking the stimulator, the impedances were >4,000 ohms. There were no known environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting was performed and no surgical intervention occurred or was planned. Reprogramming was done. It was noted the issue was resolved october 12, 2016 and the patient's status was alive, no injury. The event was assessed as not serious, related to the device and not related to the procedure. The patient's medical history included fecal incontinence (cause not specified) since 2013.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep reported that the high impedance was possibly related to fibrosis around the lead. The reprogramming was on (B)(6) 2016 and the patient did not have any return of symptoms. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the loss of stimulation was related to the high impedances but the cause of the high impedance remained unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.